Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03692. The patient received 2 model 3146 scs leads with the same lot number. The patient reported, she would like her scs system explanted due to never receiving effective stimulation. The patient is to consult with the physician regarding surgical intervention.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.